Event description:
Revision surgery - the surgeon went in to revise the stryker components; he downsized the stryker head and swapped out the djo liner for a smaller size.

Manufacturer narrative:
The reason for this revision surgery was because of issue's with a competitors product after 2.9 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 701f1016. This event was caused by issues with a competitors product and a djo product was not the root cause of this event. The complaint is deemed to be non-product (djo) related. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.